Event description:
Reported receiving 2 vials of strips in a 100 count box. Oneof the 50 count vials had 10 strips that had blood on the back side of the strip. Box of strips was sealed. Customer did not use the contaminated strips. Customer received the strips from a mail order co but was unable to provide the name. A request was made for product return and replacement product was sent.